Event description:
This is report 1 of 3.this is a report of peritonitis in a patient coincident with dianeal and extraneal therapy for peritoneal dialysis. Dianeal and extraneal therapy ongoing. The patient experienced cloudy effluent and fever and was admitted to the hospital the same day and diagnosed with peritonitis. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h12k14054 and h13b27053 with no issues noted during the manufacturing process. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).